Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) in the 500 mg/dl range resulting in diabetic ketoacidosis (dka). The cause of the elevated bg was reportedly unknown. The customer was treated with intravenous insulin, fluids, magnesium and potassium. Reportedly, the customer was released from the hospital on (B)(6) 2019 (approximation by customer) with the issue resolved and no permanent damage sustained. Tandem technical support reviewed pump history with the customer and no issues were identified.